Event description:
Pt reported "problems with surgical mesh. A 13 inch of colon removed during last surgery. Multiple pelvic surgeries. This resulted in a mesh which eroded into the bladder which was repaired previously and now has symptoms of pain and non-distention of the sigmoid colon." No further info provided.

Manufacturer narrative:
Unable to determine if there was a device malfunction based on info provided. Complaint history review did not find any similar events.